Manufacturer narrative:
Hu-friedy requested additional information from the user facility regarding the scaler including the model and lot number and that the device be returned for evaluation; however, the user facility declined. Should we obtain additional information regarding the specific device subject of this event, a follow-up MDR will be submitted with the results of our investigation.

Event description:
The user facility reported that upon opening the packaging of a scaler the doctor obtained a cut on his finger. The user facility did not disclose if medical treatment was sought or administered.